Event description:
It was reported that the device arrived at the hospital with broken plastic case and sterile package integrity was suspected to be damaged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the device was returned and analyzed. No anomalies were found. It was noted the packaging was damaged.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device arrived at the hospital with broken plastic case and sterile package integrity was suspected to be damaged. The device was never considered for implantation. No patient complications have been reported as a result of this event.